Event description:
I am a t1 diabetic on an insulin pump. On the morning of (B)(6), I was starting a new infusion set. While filling the sterile reservoir with insulin, I noticed a hair inside of the tube while the insulin was filling it. Again, this is a sterile packaged reservoir and the hair was found on the inside where the insulin fills. The only place it would be possible to get a hair on the inside of this reservoir would be during production when the reservoir is being put together. I have a photograph that I can send and I also have the actual reservoir and package that it came in. The reservoir is manufactured by medtronic. The details on the package are as follows: ref mmt-332a, lot hg0rer1, with a date of november 2018. I honestly did not know where to report this, so I hope I am reporting this to the right place. I was shocked (to say the least) to find this on the inside of this product when it's supposed to be manufactured in a sterile facility. Because the supplies are so expensive, I removed the "plunger" from the reservoir and tried to insert it into an old one that I was previously using, but that failed to work, so I opened a completely new one (hair free) and used it. I appreciate any guidance on where to go from here. At the very least, the manufacturing location should be inspected because it is clearly not sterile. At this stage, I have not contacted the manufacturer.